Event description:
It was reported to philips that the etco2 parameter on the unit was not functioning in service mode or monitoring mode. There was no reported patient involvement/adverse patient impact.